Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction could not be confirmed. A definitive root cause could not be identified as the device met product specifications with no malfunctions identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had color stripes and no video imaging. The issue occurred intermittently on at least three occasions when setting up the device and during the diagnostic and therapeutic lobectomy and pleurodesis procedures. Removing the camera head from the console and reinserting it usually fixed the issue. Sometimes the camera head was used to complete the procedure and other times the camera head was replaced to complete the procedure resulting in a 2-3 minute delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had color stripes and no video imaging. The issue occurred intermittently on at least three occasions when setting up the device and during the diagnostic and therapeutic lobectomy and pleurodesis procedures. Removing the camera head from the console and reinserting it usually fixed the issue. Sometimes the camera head was used to complete the procedure and other times the camera head was replaced to complete the procedure resulting in a 2-3 minute delay. There were no reports of patient harm.